Event description:
It was reported that a patient is currently experiencing pain, difficulty ambulating and multiple falls. She had a right total hip replacement in 2009. Recently she experienced a fall resulting in arachnoid hematomas and grand mal seizure. The patient is scheduled to be seen by her surgeon in early 2015. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown part/metal on metal construct unknown lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the initial complaint was reviewed and found not reportable. This complaint does not involve a synthes device, and, is therefore not reportable by synthes.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.